Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a big crack. The customer also reported that the insulin pump was missing an o-ring. The customer did not know the blood glucose reading. The customer reported that the insulin pump had hit a counter. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and missing end cap sticker.